Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.